Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. Additional information has been requested, however, no further information is expected. (B)(4).

Event description:
A customer reported that following a glaucoma filtration device (gfd) implant procedure, a patient developed anterior chamber inflammation and fibrin formation was confirmed. A laser suture lysis was performed and the intraocular pressure (iop) was around 20 mmhg. When the anterior chamber inflammation was improving, the obstruction of the device was observed. A laser was performed. The bleb expanded and the iop reduced after the laser treatment. Additional information has been requested.